Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the extenders disengaged from the screw during the rod reduction procedure for spinal posterior fixation. The surgical time increased two hours. No other patient complications were reported.